Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe), PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the stopper in the bd luer-lok¿ syringe with bd eclipse¿ detachable needle was found distorted before use. The following information was provided by the initial reporter: "stopper distorted."

Manufacturer narrative:
H.6. Investigation summary: to aid in the investigation of this incident, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the stopper was observed distorted. It has been determined that this incident is related to an defect in the raw materials provided by the supplier. As a lot number was unavailable for this incident, further information regarding the provided syringe materials could not be obtained. As this product is no longer produced on the same manufacturing line, further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that the stopper in the bd luer-lok¿ syringe with bd eclipse¿ detachable needle was found distorted before use. The following information was provided by the initial reporter: "stopper distorted".